Event description:
It was reported that the patient experienced "worsening depression"; of moderate severity with a causal relationship to device stimulation and not related to device implant. No additional relevant information has been received to date.